Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient has high blood glucose event on (B)(6) 2026.the blood glucose levels was 103mgdl.the event lasted more than 4 hours and got treated with manual injection and delivered bolus. No further information available.